Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately ten years. Based on the follow-up with the health-care provider, it was learned that the device was explanted due to stenosis. The health-care provider also mentioned that the explant was not related to any device malfunction. Per the operative report, at the time of surgery the patient was found to have severe calcific bioprosthesis aortic valve. After excising the valve the annulus was decalcified in preparation for the pledgeted sutures. The posts of the aortic valve were identified and the annulus triangulated with three felt-backed green pledgeted tucking sutures. After the posts had been tacked up the annulus was rimmed with felt-backed alternating white and green sutures. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: unfortunately, the edwards device was discarded; therefore the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause can not be confirmed, it appears that the aortic stenosis experienced by the patient was likely due to severe calcification noted on the aortic valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.